Event description:
Caller reported intermittent occlusion alarms. The customer resolved the occlusions by changing the infusion set and cartridge and resuming insulin. On (B)(6) 2026 the customer's blood glucose (bg) level of 847 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room (ER) and was subsequently hospitalized. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Customer was discharged on (B)(6) 2026.